Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2013. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non sustained tachycardia episodes. Beginning (B)(6) 2015, ventricular tachycardia-non sustained episodes with evidence of lead noise oversensing.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes with noise on some events and sensing integrity counter (sic) on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) was turned off for comfort care and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.